Event description:
The patient obtained a 88 mg/dl and a 116 mg/dl on the lfs meter. The patient denied exhibiting any symptoms or receiving any medical treatment due to the alleged issue. The time difference was between 10-30 minutes from one another. The test strips were in good condition and was not expired. A quality control test was not done since the patient did not have any control solution. There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate high was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.